Event description:
It was reported that the patient had a ventricular fibrillation (vf) episode with external cardioversion. The implantable pulse generator (ipg) was interrogated and there were no events noted by the device. One week later it was reinterrogated, and again, no events were noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Noted device in continuous mode switch due to patient's chronic atrial tachycardia/atrial fibrillation. Device supraventricular tachycardia episode filter programmed on, so ventricular high rate episodes would not be detected or stored during mode switch episodes. (B)(4).